Manufacturer narrative:
Follow-up #1: date of submission 18 oct 2017 - device evaluation: the transmitter has been returned and evaluated by product analysis on 22 sep 2017 with the following findings: the cgm transmitter was placed on the walkabout box; the transmitter was paired with a test pump correctly. Blood glucose (bg) value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before two hours elapsed. A discharged transmitter battery failure is determined. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a cgm ((B)(4)) issue. It was reported that the ant icon appeared in place of cgm readings for more than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.